Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was treating an 80% stenotic lesion using an admiral xtreme and an aqwire 0.035 guidewire in the sfa. It was reported that the a dissection occurred so it was decided to deploy a stent to deal with the dissection. A 6x200mm protégé stent was then used however, in the middle 2/3 of sfa the distal 10cm of the stent opened in a strange manner - every 2cm opened independently of the rest of the stent which lead to shortage of the whole length and improper covering of the *dissected* area. There is *liability of inflammation* of the artery at it's distal segment due to the struts hooking to its wall. The stent is reported as patent. No further treatment was required.

Manufacturer narrative:
Device evaluation: the admiral xtreme pta balloon catheter was received loosely coiled within a sealed plastic biohazard pouch. No ancillary devices or images from the procedure were received. The admiral xtreme was received without its product mandrel nor it balloon chamber protector. The information printed on the y-manifold is consistent with the reported event. While the device was still in the sealed pouch it was possible to see that at the proximal end of the balloon chamber in the area of the proximal balloon bond. The breach in the catheter penetrated through both the inflation lumen and the guidewire lumen. If information is provided in the future, a supplemental report will be issued.